Event description:
It was reported that the pump battery would not charge resulting in pump shutdown. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.